Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, when attempting to remove the tracheostomy tube after a month of use, cuff deflation was found to be difficult, with only 1 cc of water withdrawn. Per reporter, the tube was then slowly removed using a stylet while the cuff remained inflated. Subsequent testing confirmed that the cuff could not be deflated or inflated. The event occurred while in use with patient at the patient¿s home. No symptoms were reported.

Manufacturer narrative:
D9 - date returned to mfg: 21-oct-2025. H3: one used sample, one image and one video were received for evaluation. Visual inspection was performed, and no damage or anomalies were observed. To replicate clinical use, the trach was filled with 10ml of water as per IFU using an ICU medical provided syringe. The cuff inflated without difficulty. The cuff was then deflated without difficulty. The customer complaint of a broken cuff cannot be confirmed nor replicated. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.